Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 at 10.00 am due to a diabetes ketoacidosis and high blood glucose level over 400 mg/dl and may be 500 mg/dl. Insulin pump was not working the customer was wearing the insulin pump at the time of admission. The customer was feeling very sick. The customer treated for high blood glucose was admitted in hospital. Treated with bolus.customer declined troubleshooting for high blood glucose. The insulin pump was replaced and will not be returned for analysis.